Manufacturer narrative:
The reliability analysis inspected 2 opened and or used reservoirs, and performed manual prime test using a new lab infusion set along with 7xx pump. The reservoirs passed per inspection and no occluded anomaly was observed during test. The reservoirs connected and or locked in place properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. The customer states insulin does not exit the tubing. Customer's blood glucose level was 439mg/dl. The customer treated with manual injection. Troubleshooting was not able to be conducted due to customer having done complete set change and resolved alarm. The customer will be returning reservoir for analysis and receiving replacements.